Event description:
Patient reported ongoing alarming pump issue. No other information known. The reported fault occurred while in use. The product issue did not cause clinical injury. Dose or amount: 70ng/kg/min, frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: i27.0.